Event description:
Boston scientific received information that this right ventricular (rv) lead was exhibiting loss of capture at maximum output during a follow-up after the implant procedure. No changes in lead position were noted on x-ray. The physician stated the lead helix may not have been properly affixed. No specific adverse patient effects were reported.

Manufacturer narrative:
A revision procedure was performed and the lead was repositioned. Following the revision, all lead measurements were normal and the problem was resolved. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.